Event description:
Husband had rptr's device implanted in his eye for retinal reattachment 11 years ago. Recent dr visit confirmed that the product was disintegrating and could not be removed surgically without nerve damage to the eye.